Manufacturer narrative:
H6 investigation findings 213- added, h6 investigation conclusion 4315- added, h6 investigation findings 213- added, h6 investigation conclusion 4315- added.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) was above 600 mg/dl. In addition, the customer experienced a low blood glucose level below 40 mg/dl. Customer required assistance addressing blood glucose levels with manual insulin injections and have went to the emergency room for treatment. Customer continued to use pump for insulin therapy.